Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the renal artery. When the physician was preppring the 6.0x20x135cm express vascular ld stent the stent dislodged from the balloon. The procedure was completed with another 6.0x20x135cm express vascular ld stent. No complications were reported and the patient status is stable. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: initial examination of the returned device noted that the stent had moved off the balloon material proximally onto the shaft of the device. It was noted that the balloon material had been inflated. Microscopic examination of the balloon material noted crimp marks where the stent had been crimped in the correct position. A tactile examination of the shaft of the returned device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the renal artery. When the physician was preparing the 6.0x20x135cm express vascular ld stent the stent dislodged from the balloon. The procedure was completed with another 6.0x20x135cm express vascular ld stent. No complications were reported and the patient status is stable. This device is only ous approved but is similar to marketed us device.